Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. Description of event: as reported, after a retrograde intrarenal surgery (rirs) surgery, when using a ncircle delta wire tipless stone extractor to remove stones, it was found that the basket could not be opened or closed properly and could not be tightened, after 5 successful stone retrievals. The basket was replaced with a new one to continue the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor returned for investigation, in opened packaging. Handle in closed position, but basket is partially open. Handle does not actuate basket formation. Handle disassembled, able to manually actuate formation. Basket encrusted with what appears to be dried biomatter. Distal end of wire assembly also encrusted with dried biomatter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other related complaint associated with device lot. There was no indication of a common cause issue that could have affected other devices in the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, after a retrograde intrarenal surgery (rirs) surgery, when using a ncircle delta wire tipless stone extractor to remove stones, it was found that the basket could not be opened or closed properly and could not be tightened, after 5 successful stone retrievals. The basket was replaced with a new one to continue the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1 - name and address: postal code: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.